Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing confirmed the tip lock slid out of place easily when the device was operating. Visual inspection found gapping in the seams of the tip of the handgun. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness dimension has been manufactured at the low end of the specification such that the interference condition with the slot width (post mold change) may not be sufficient with normal process variation. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock slid and became unlocked easily during use. The tip detached from the hand piece and did fall into patient but was completely removed from the patient. No adverse events were reported as a result of this malfunction.